Manufacturer narrative:
Event date: exact date unknown, event occurred for months.

Event description:
It was reported that the patient had difficulty charging the ipg and the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.